Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, broken valve seat, brown particles. The leak test and microscopic analysis was performed which identified; a curved striated opening on radius side assessed as surgical damage and broken valve seat assessed as broken valve seat diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: broken valve seat assessed as broken valve seat diaphragm valve, a curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted and replaced.